Event description:
It was reported that an atrial lead polarity switch occurred and low impedance was exhibited. The atrial lead settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6) 2001. (B)(4).